Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a vt episode recorded on (B)(6) 2020, showing atp therapy delivery was observed. Nevertheless, no marker or egm was recorded in the vt episode prior to the atp therapy delivery. Afterwards, the episode showed supraventricular tachycardia. No other episode was recorded at this time. Sixteen episodes, including mode switch episodes due to atrial arrhythmia, were properly recorded in the device memory, however the only episode with atp delivery was not fully recorded.

Event description:
Reportedly, a vt episode recorded on (B)(6) 2020, showing atp therapy delivery was observed. Nevertheless, no marker or egm was recorded in the vt episode prior to the atp therapy delivery. Afterwards, the episode showed supraventricular tachycardia. No other episode was recorded at this time. Sixteen episodes, including mode switch episodes due to atrial arrhythmia, were properly recorded in the device memory, however the only episode with atp delivery was not fully recorded.